Event description:
A 15085a mini mtp pocket plate was implanted by dr (B)(6), it broke over two months post op (the interfrag pocket screw was not broken). A CT showed that the joint was only about 50% fused. The medial and lateral aspects of the joint were not fused. The surgeon's post op protocol is immediate weight hearing in a surgical shoe, he allows them to stop using the shoe after six weeks.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Manufacturer narrative:
The device was not returned to the manufacturer. A review of the device history record for all lots of this device was done and did not indicate and manufacturing defects in the plates. A root cause for the plate failure cannot be determined. This is the final report submitted regarding this surgical event and medical device.